Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when taking sensor out no electrode was visible. The patient¿s blood glucose level was unknown at the time of the incident. Customer got 2 sensors working for 3-4 days, then lost communication not able to reconnect. The device is not expected to be returned for analysis.